Event description:
It was reported the advance mesh was implanted on (B)(6) 2013. The mesh was part of the recalled mesh and was inadvertently implanted. No patient complications have been reported.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.